Event description:
It was reported by the customer that their insulin pump was not delivering insulin. Assisted customer with bolus and insulin was delivered. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.